Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 20 to 30 mg/dl at the time of the incident. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the customer could not be reached, so no further details were available. The customer was unable to use the sensor due to saline treatment. The customer also had a low incident on (B)(6) 2018 of 43 mg/dl. The insulin pump will not be returned for analysis.